Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation first appeared as scratch but then developed into an open sore due to the patient scratching. There was no alleged device malfunction contributing to the irritation. The patient was prescribed an anti fungal cream nystatin and the applied neosporin and a band aid. Follow up indicated the irritation improved.